Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter passed the leak test. The device was able to maintain pressure.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the physician was maintaining pressure inside the balloon catheter at seven minutes into the eight minute cycle. The pressure then increased on the machine and the balloon popped. The doctor removed the balloon catheter and there was a deficit of seven cc's. The doctor ended the procedure after the seven minutes. A hysteroscopy was done, and the patient appeared to be fine. There were no adverse patient consequences. The patient reported that she was doing fine during a post-op phone call.